Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide a timeline of events. All structures that the clip applier was used on? How many clips were applied patient side and specimen side? What was observed interoperative of the clip? Were there any issues/ noises or clip malformations identified during the initial procedure? How was the bile duct identified? What is the current status of the patient? How was the leak addressed? How did the clips appear at the conclusion of the lap chole? Did the surgeon experience any difficulties with the clip applier intra-operatively? Were the difficulties with the clip identified during the initial procedure or post-operatively? What was done when the clip came off? What surgical intervention was performed on (B)(6) to repair the alleged issue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip came off of the bile duct and was not clamp and have it repaired on (B)(6) 2025. No further information was provided. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent; 2/4/2026. Additional information received: please provide a timeline of events. All structures that the clip applier was used on? How many clips were applied patient side and specimen side? What was observed interoperative of the clip? Were there any issues/ noises or clip malformations identified during the initial procedure? How was the bile duct identified? What is the current status of the patient? How was the leak addressed? How did the clips appear at the conclusion of the lap chole? Did the surgeon experience any difficulties with the clip applier intra-operatively? Were the difficulties with the clip identified during the initial procedure or post-operatively? What was done when the clip came off? What surgical intervention was performed on dec 5th to repair the alleged issue? I am having trouble collecting answers to these questions. 2 clips were applied to the patient side and 1 to the specimen side as per protocol. The patient has recovered to my knowledge. No intra opt malfunctions or concerns were reported. I can say that the surgeon expressed frustration with the conversion and adopting a new device. He continues to utilize ethicon products as competitive applies are on b/o.

Manufacturer narrative:
(B)(4). Date sent: 2/2/206. Additional information was requested, and the following was obtained: all structures that the clip applier was used on? How many clips were applied patient side and specimen side? What was observed interoperative of the clip? Were there any issues/ noises or clip malformations identified during the initial procedure? How was the bile duct identified? What is the current status of the patient? How was the leak addressed? How did the clips appear at the conclusion of the lap chole? Did the surgeon experience any difficulties with the clip applier intra-operatively? Were the difficulties with the clip identified during the initial procedure or post-operatively? What was done when the clip came off? What surgical intervention was performed on dec 5th to repair the alleged issue? I do not have answers to these questions. The incident was reported to me by or management, not the physician.